Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the needle bellows were leaking. The fse observed the pinch valve (vl13) was not actuating properly causing leakage. The fse replaced the pinch valve and the instrument performed without any leaks. The fse replaced the vacuum trap assembly, flushed the vacuum lines and replaced the rocker bed air cylinder as preventive maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 ml of fluid leaked from the needle bellows of the coulter lh 750 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.